Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that an implant (tsvt4b11) fractured at tooth location 5. Fractured implant was removed. Patient reported discomfort.

Manufacturer narrative:
A imp,tsv,4.1,13,mtx,mg (tsvt4b13) was returned for investigation. Visual evaluation of the as returned product identified a fracture at the collar and signs of wear due to usage around the collar and threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 14 and was used for approximately 1 year and 6 days. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (1226256). It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1226256) for a similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.